Event description:
Pca malfunctioned. Pca was checked and syringe was empty and line was filled with air. The pca did not beep to alert staff that it was empty. Pca battery was low and was changed. History indicated it had alarmed x1 and silenced x1. The entire pca line was filled with air. Pca was pulled out of use and secured for investigation.